Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a blood glucose reading of 317 mg/dl, after a change in prescribed insulin to humalog u-200 and completion of a factory reset, while using a 23-inch, 6 mm cannula infusion set and a fsl3+ sensor. The user previously used a full cartridge within 24 hours. Symptoms included elevated blood glucose without reported clinical manifestations. Outcomes included return of glucose to the normal range later the same day, with values of 155 mg/dl and then 125 mg/dl, and no need for medical intervention or hospitalization. Investigation included user support with troubleshooting and education, including guided factory reset and follow-up. Investigation of this case revealed no device malfunction identified and that blood glucose normalized with ongoing therapy. It was concluded that the event was hyperglycemia with unclear cause, and the device was able to continue functioning as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.